Event description:
On april 5, 2010, it was reported to boston scientific corporation that a prolieve thermodilatation system was used during a benign prostatic hyperplasia (bph) on (B)(6), 2010. According to the complainant, during the procedure preparation, they were unable to insert the prolieve catheter into the patient. A cystoscopy was performed on the patient. Next, a second attempt was made to insert the catheter, which was unsuccessful. The procedure was aborted. There were no complications and the patients' condition was reported as fine.

Event description:
Caller states patient tested 4.4 inr on the coaguchek xs system while a comparison lab returned as 2.7 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.